Event description:
Per the clinic, the patient developed an infection at the magnet site and was treated with antibiotics on (B)(6) 2020 (type and duration not reported). The symptoms resolved, and the patient resumed use of the device.